Event description:
Device 2 of 4. The pt received 2 scs ipgs with different lot numbers. Reference MFR report # 1627487-2012-03210 and 03212, 03213. It was reported the pt is experiencing heating while recharging his scs system. It was also reported while charging his scs system, the pt feels his scs ipg pocket site "get hot" and he begins at sweat. A sjm rep advised the pt of charging methods on 2 separate occasions; however, the issue was not resolved. One of the pt's 2 scs ipgs shows a fully charged battery although the pt has not charged the scs ipg in weeks. The sjm rep will meet with the pt again to assess the scs ipg's recharge interval calculation. There is no further info at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.